Event description:
A customer reported the epiq cvxi ultrasound system displayed an error code during surgery in the cath lab. The surgery was completed after an exchange of the ultrasound system. There was no patient or user harm associated with this event. The power regulator was replaced to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A qualified service engineer evaluated the system based on the customer complaint. The service engineer confirmed the reported problem of the system generating an error message. It was determined the cause was related to the power regulator pcb (printed circuit board). The board was replaced to address the customer's immediate concerns. The system was returned to service with no further similar events. The part was disposed of at the customer site. No further information is available.